Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system stopped producing x-rays during an emergent clinical procedure. The procedure was delayed more than 20 minutes while multiple restarts were completed without success. It was confirmed the procedure was completed using a mobile x-ray system. There was no harm reported. A philips remote service engineer (rse) analyzed the log files remotely and found x-ray generator communication errors with the power inverter (point). A philips field service engineer (fse) visited the facility and found that the system was still being used. The fse inspected the system, checked the log file, and was unable to reproduce the reported problem. It was confirmed that x-ray emission was possible. The fse determined that the most likely cause of the reported problem was the xsc certeray. After the replacement of the xsc certeray the issue was resolved. There were no reoccurrences reported. The xsc certeray was returned for further analysis and no failures were observed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system stopped producing x-rays during an emergent clinical procedure. The procedure was delayed more than 20 minutes while multiple restarts were completed without success. It was confirmed the procedure was completed using a mobile x-ray system. There was no harm reported. A philips remote service engineer (rse) analyzed the log files remotely and found x-ray generator communication errors with the power inverter (point). A philips field service engineer (fse) visited the facility and found that the system was still being used. The fse inspected the system, checked the log file, and was unable to reproduce the reported problem. It was confirmed that x-ray emission was possible. The fse determined that the most likely cause of the reported problem was the xsc certeray. After the replacement of the xsc certeray the issue was resolved. There were no reoccurrences reported. The xsc certeray was returned for further analysis and no failures were observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.